Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not implanted as detection was lost and the pacing thresholds were elevated. No helix issue was noted. A new lead was used. The hospital had retrained the lead thus the lead will not be returned. No adverse patient effects were reported.